Event description:
It was reported there was no magnet response on the device. Upon follow up with the physician, it was disclosed it was possibly due to positioning of the magnet. The patient was a "larger patient" and the device placement was deep. The patient was then seen by the electrophysiologist and the device was interrogated and found to be functioning within normal limits. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.